Event description:
The facility reported a fail code 810:11. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:11 was confirmed. Typically, this failure is related to the air in line printed circuit board.